Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving bupivacaine, baclofen, and hydromorphone via an implanted pump. The patient¿s medical history included having the pump implanted due to a brain injury in 2013 which caused pain, ptsd, and anxiety. The indication for pump use was non-malignant pain. The patient reported that she rehabbed herself and relied on her ptm (personal therapy manager) for boluses to keep the pain down. She stated that ever since losing her ptm the pain levels had escalated more. Per the patient, she was currently living in a homeless shelter. Additional information was received from the patient¿s hcp who reported that in january of this year, the patient was found to have more than the expected volume at the pump refill. She was sent for catheter evaluation under fluoroscopy with side port aspiration. The hcp was unable to aspirate and determined that the catheter required revision as the catheter was non-patent. Perthe hcp, the patient had been scheduled for the catheter revision twice and she canceled twice. She was currently living in a shelter awaiting housing to proceed with the catheter revision surgery. The ptm was disabled, and they were awaiting the patient to reschedule the catheter revision. At the (B)(6) 2022 clinic visit, the patient¿s pain was a 10 out of 10 and described as aching, sharp, and dull. It was better with meds. The patient also had stiffness, tingling, weakness, and numbness. The timing was constant and throughout the day. The ptm was disabled at the visit.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc lot# serial# (B)(4), implanted: (B)(6) 2013, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.